Event description:
The reporter indicated that a 12.6mm vicm512.6, -8.00 diopter, implantable collamer lens was implanted, removed, and replaced intraoperatively with a longer length lens on (B)(6) 2021 from patient's right eye (od) due to low vault. This resolved the problem. Cause of the event is reported as unknown.

Manufacturer narrative:
This product is not marketed in the us. Claim # (B)(4).